Event description:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported.  The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Customer requests no repair to device. Device will be returned to customer unrepaired.